Event description:
It is reported that the metal alignment pin from the impactor broke off into the pt.

Manufacturer narrative:
Evaluation summary: as returned, the impactor exhibits fracture at the base of the post. The device has a potential field age of approx ten months. The post may have fractured due to high, repeated impaction forces. The liner impactor is of the original specification which is manufactured from 455 sst. To potentially improve performance the material specified has been changed to 13-8 sst, which is less notch sensitive. Cause cannot be definitively determined. Evaluation codes: as returned, the alignment pin has fractured off the impactor head. The fractured pin was not returned with the complaint for review. The returned portion was found to meet dimensional and hardness specifications as measured. Additionally, the device history records are intact and conforming indicating the device was manufactured to specifications.